Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
Customer reports palette is not synchronized with the patient jacket. There was no reported patient injury associated with this event.